Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is exhibiting crosstalk oversensing on right ventricular (rv) lead. Technical services (ts) was consulted and explained reprogramming options. The device remains in service. No adverse patient effects were reported.